Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device noted that the clip assembly was deployed and was jammed onto the bushing. The clip prongs were bent and were not locked into the capsule. The coil was kinked at the bushing. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a demonstration on (B)(6) 2017. According to the complainant, during preparation, the clip would not open. There was no procedure involved and the device was not used in the patient. Investigation results showed that clip assembly jammed onto the bushing; therefore, this is now an MDR reportable event.